Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Awaiting device return to manufacturer.

Event description:
It was reported that, during a total hip arthroplasty procedure, the blade broke at the cutting end and was removed. It was also reported that there was a small delay to switch to an alternative blade, multiple fluoroscopic images were taken to ensure no broken pieces were left in the patient. It was further reported that there was no patient injury and the procedure was completed successfully.

Manufacturer narrative:
The blade reported involved with this event was returned for evaluation and the reported failure of breakage was confirmed. Investigation results concluded that the breaking of the welds could occur when the cartridge is being used in a bending/prying motion. The breakage of the teeth could not be replicated in renshape and would suggest that the blade came into contact with metal. The IFU's for handpieces associated with this blade contain the following warning: "do not apply excessive pressure, such as bending or prying, with the cartridge. Excessive pressure may bend or fracture the cartridge and result in tissue damage, loss of tactile control, and/or the ejection of cartridge fragments at a high velocity." The IFU's also state that the blade " is intended for use in the cutting and shaping of bone and other bone related tissue."

Event description:
It was reported that, during a total hip arthroplasty procedure, the blade broke at the cutting end and was removed. It was also reported that there was a small delay to switch to an alternative blade, multiple fluoroscopic images were taken to ensure no broken pieces were left in the patient. It was further reported that there was no patient injury and the procedure was completed successfully.